Manufacturer narrative:
Date of submission (B)(6)-2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: evidence of a short battery life was illustrated with 28 count voltage drop leading to ¿cs128¿ alarm on (B)(6)2018. The ¿ez-prime¿ steps were performed correctly; all current readings were within specifications. Thus, the investigators were unable to duplicate the ¿short battery life¿ complaint. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery compartment; a leak test failed due a battery compartment leak. The pump¿s cover was removed; no further moisture ingress or any intermittent condition was found to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (battery life) issue. Replace battery alarms were repeated with several new batteries. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.